Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the returned device identified: white particles in the shell, wear abrasion and creases flat. A microscopic analysis was performed which identified a sharp opening in the anterior (valve bond edge). In addition, an air pocket within the valve to shell bond area was identified which is characterized as a workmanship. A fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. Also, an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00423 for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Healthcare professional reported right side deflation. Device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00423 for the left side.